Event description:
The customer reported that the system displayed a motion error message and lateral movement was limited. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The drive motors and the loose hardware from inside the table were replaced, readjusted, and tightened as needed. The main table drive motor was lubricated. The system was tested and found to be working as intended and put back into service.